Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4)

Event description:
It was reported that stent damage occurred. The severe target lesion was located in the right coronary artery (rca). A 4.00x16 synergy drug-eluting stent was advanced to the lesion with a guidezilla guide extension catheter; however, resistance was encountered at the collar of the guide extension catheter and the device was unable to be inserted into the guide extension catheter. The stent delivery system was removed and it was noted that the stent was lifted. The device was exchanged with a liberte stent and used with the same guide extension catheter and the procedure was completed. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that the stent was pushed proximally to cover the proximal markerband and five distal rows had stent struts that were misaligned and distorted out of their original crimped stent profile, with the last row having stent struts stretched in a distal direction. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed signs of damage to the distal edge of the tip. This type of damage is consistent with resistance being encountered on advancement of the stent delivery catheter through a calcified lesion site. A visual and tactile examination found a hypotube kink at 603mm distal of the strain relief. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with their profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
It was reported that stent damage occurred. The severe target lesion was located in the right coronary artery (rca). A 4.00x16 synergy&#10244;rug-eluting stent was advanced to the lesion with a guidezilla guide extension catheter; however, resistance was encountered at the collar of the guide extension catheter and the device was unable to be inserted into the guide extension catheter. The stent delivery system was removed and it was noted that the stent was lifted. The device was exchanged with a liberte stent and used with the same guide extension catheter and the procedure was completed. No patient complications were reported and the patient's status was good.